Event description:
It was reported that the patient underwent a tlif at l5-s1 using a depuy cage and rhbmp-2/acs. The disk space was packed with bmp as well as osteocel. A cage was then packed with osteocel and bmp and inserted into the disc space. At an unknown time post-operatively, the patient developed bone overgrowth and nerve damage.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: "(B)(6) 2011: the patient presented with back and leg pain. The patient continued to complain of severe axial low back pain as well as bilateral radicular pain down into the posterior calves. The pain was constant and aggravated by sitting. On (B)(6) 2011: the patient presented for preoperative teaching. On (B)(6) 2011: the patient underwent x-rays of the chest due to dyspnea on exertion. Impression: no active disease. The patient also underwent MRI of lumbar spine with and without contrast due to low back pain. Impression: no evidence of significant spinal or foraminal stenosis or disk herniation. On (B)(6) 2011: the patient presented to discuss his pending surgery. On (B)(6) 2011: the patient was admitted with the following preoperative diagnosis: l5-s1 degenerative disk disease, post previous discectomy. The patient underwent the following procedures: laminotomy and foraminotomy left l5-s1. Transforaminal interbody fusion with application depuy cage and infuse/osteocell with local bone. Instrumentation with pedicle screws-rods, l5-s1. Insertion of interbody cage. Per op notes, once the endplate was prepared, a trial 12mm cage paddle was inserted and found to have a tight fit. The position was checked with image intensifier. The disk space was packed with bone morphogenic protein as well osteocel and then a cage packed with osteocel and bmp was inserted. The cage was depuy concord 12 x 23 bullet cage. The cage was inserted across the midline and into an anterior position, which was confirmed with image intensifier. A pedicle screw was inserted into the s1 pedicle. Tap and screw were inserted using the nuvasive neuromonitoring system. There was no excessive stimulation of nerve roots. Once both pedicle screws were in place, a 22mm bar was placed into the pedicle screws and it was seated in place set screws. No patient complications were reported. On (B)(6) 2011: the patient was discharged home. On (B)(6) 2011: the patient presented with surgical site back pain and some posterior thigh discomfort on the left side, the side of the transforaminal lumbar interbody fusion. X-rays were performed which confirmed the l4-5 anterior lumbar interbody fusion. At l5-s1, his unilateral pedicle screws with an interbody device were well positioned. There was bone seen in the disc space. On (B)(6) 2011: the patient presented with persistent back and radicular pain. X-rays were performed which confirmed the prior l4-5 anterior cage device; the position was unchanged. At l5-s1, he had pedicle screw rod instrumentation that appeared appropriately placed. There was cage in the interspace. It may have settled into the l5 vertebral body. There may also be some lysis around the cage, perhaps related to bmp. On (B)(6) 2011: the patient presented with back pain, and also complained of pain in both posterior thighs, more on the left. The pain was intermittent but present frequently. Lumbar x-ray was reviewed which confirmed a prior l4-5 threaded cage; at l5-s1, he had unilateral pedicle screw instrumentation that appeared well positioned; there was also interbody device at the l5-s1 interspace; no evidence of bridging bone. Assessment: persistent back pain and radiculopathy. On (B)(6) 2011: the patient presented with diffused leg symptoms. The patient also reported of intermittent episodes of burning in both legs, impacted by weather. On (B)(6) 2011: the patient presented with sacroiliac joint pain. On (B)(6) 2012: the patient presented with paralumbar pain localized around the incision. The patient also described bilateral pain in the legs with burning down the posterior thighs into the shins, somewhat worse on the left. Assessment: the patient had diagnosis of pseudoarthrosis and likely had some foraminal stenosis secondary to bone overgrowth. On (B)(6) 2012: the patient presented to discuss surgery. On (B)(6) 2012: the patient presented with back pain and leg symptoms. The symptoms were aggravated by sitting. Recent CT scan of lumbar spine showed evidence of stable postoperative changes of remote anterior interbody fusion at l4-5 and postoperative changes around the l5-s1 interbody fusion. The interbody fusion cages at l5-s1 demonstrated subsidence into the inferior end-plate of l5 and there were also new degenerative endplate changes and subchondral cysts in the superior endplate of s1. Review of systems revealed back pain, bilateral lower extremity pain and tingling and seasonal allergy. Assessment: persistent back and leg symptoms. On (B)(6) 2012: the patient presented for follow-up visit with severe low back pain secondary to spinal stenosis. The pain radiated to the right lower extremity down to the foot. Assessment: spinal stenosis-lumbar; limb pain; spasm of muscle; other malaise and fatigue. On (B)(6) 2012: the patient was admitted with the following preoperative diagnoses: lumbar spinal stenosis, particularly foraminal stenosis, with neural foraminal bone growth at l5-s1. Status post l5-s1 transforaminal lumbar interbody fusion with pseudoarthrosis. The patient underwent the following procedures: posterior spinal decompression with laminectomy and bilateral foraminectomies at l5-s1. Posterior spinal fusion at l5-s1. Segmental pedicle screw instrumentation at l5-s1 (nuvasive speherx). Removal of implant (left s1 screw). Use of iliac crest autograft bone. Per op notes, previous hardware on the left side at l5-s1 level was identified. The previous set screws and rod were removed. The s1 screw was grossly loose and this was removed as well. There was also significant amount of scar in the area of l5-s1. Laterally, the transverse processes were decorticated, as well as the sacral ala and the l5-s1 facet joints. Bone graft was taken from the right iliac crest. This was done using the fascial splitting approach to the iliac crest. The crest was identified. Gouges were used to remove part of the outer table and then cancellous bone from the inner table was taken as well as long cortical cancellous strips from the outer table. The posterior contour and inner table were preserved. A deep drain was placed in the iliac crest after excellent hemostasis was achieved with bone wax and floseal. The local bone and autograft from the iliac crest were placed over the decorticated areas. No patient complications were reported. On (B)(6) 2012: the patient underwent fluoroscopies, intra-op, to confirm appropriate starting points and trajectories and to confirm both in anteroposterior and lateral planes that the screws were well seated in the pedicle. On (B)(6) 2012: the patient was discharged home. On (B)(6) 2012: the patient presented for follow-up of low back pain. The patient also had complaints of neck pain and pain down his left leg in the l5-s1 distribution. X-rays revealed good position of all the screws at l5-s1. On (B)(6) 2012: the patient presented for an office visit with pain getting worse in the low back and his hamstrings and occasional sensations of burning that extend down his leg. The patient also complained of neck pain posteriorly and had a mild amount of para-spinal tenderness. The x-rays of the lumbar spine were done which revealed that the hardware was in good position and an early formation of callus posterolaterally around the fusion instrumentation; no evidence of spondylolisthesis, disc herniation or foraminal stenosis. On (B)(6) 2012: the patient presented with the following diagnosis: cervical strain status post whiplash from motor vehicle accident in (B)(6) 2012. Assessment: decreased cervical range of motion, decreased posture with increased pain and inflammation. On (B)(6) 2012: the patient presented for follow-up visit, and complained of back pain and nerve pain and described the pain as deep, aching and burning. He reported that the pain was really deep and that it ached at his back and into his buttocks most consistently. Assessment: decreased functional lower extremity flexibility/range of motion, decreased lumbar range of motion, decreased neuromuscular control and strength of core stabilizers, and with increased pain and inflammation. On (B)(6) 2012: the patient called the facility with the chief complaint of back pain that was around t11-12. On (B)(6) 2012: the patient presented for follow-up visit for cervical strain. The patient underwent physical therapy. On (B)(6) 2012: the patient presented with pain above his fusion site and also complained of burning in his legs. (B)(6) 2012: the patient presented for an office visit with burning symptoms down to the legs particularly in the left side. Impression: the patient had some tenderness to palpation in the inter-spinous level at l1-l2. On (B)(6) 2012: the patient underwent MRI which showed decompression at l5-s1 that was adequate with no significant nerve compression or evidence of stenosis. On (B)(6) 2012: the patient presented for a follow up visit with the complaint of persistent numbness and tingling throughout the bilateral lower extremities in the sciatic distribution and axial back pain in the midline at the l1-l2 distribution. On an unknown date in (B)(6) 2013, the patient underwent MRI which revealed no evidence of any adjacent segment disc problem and a scar tissue and some residual foraminal stenosis, which was noted before. On (B)(6) 2013: the patient presented for an office visit with residual pain going down the legs particularly on the left side. He also had some pain above the fusion at l2-l3 level in the midline. On (B)(6) 2013: the patient presented for an office visit. The patient reported to have some decompression of the foramen, fusion, and extension down to l5-s1. He also reported to have some occasional leg pain. The follow up CT scan revealed adequate decompression of the foramen with solid instrumentation and fusion of l5-s1 level."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.